Manufacturer narrative:
(B)(4). Date sent: 8/3/2023. D4: batch # 205c95. Echelon user, typically used echelon+, this complaint occurred after 10-12 cases of already using echelon 3000, so had used the home button successfully before. The or team called austin when the issue was happening and he reminded that jaws need to be open in order to home. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload present. The reload was received fully fired. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that after the first clinical firing, the user opened and then closed the device, then pressed the home button many times. This is repeated once more, the bailout door is removed and then replaced, the user presses home again. They then remove the bailout door once more before the end of clinical use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 205c95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a wedge cecectomy the device fired successfully but when the home button was depressed it would not articulate so they could not straighten the jaws of the stapler. The manual override would not work so they had to force remove the device and trocar. A new device was used to complete the case with no patient consequences.